Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage. There was blood inside the delivery tube and on the seal. The loading device was not returned. Part of the tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube.; it remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the hs iii proximal seal was inserted into aorta, seal was pushed out because of high pressure. A replacement device was used to complete the procedure without add'l problems. The hospital did not report any pt effects. The device in question is intended to be returned.